Event description:
A surgeon reported a patient with an anterior tear during a laser assisted cataract surgery in the left eye. According to the surgeon the procedure went well. Upon removal of the speculum he noticed a triangular look starting at the capsule edge around the 40 degrees position, which extending posteriorly a small amount. It was noted that there was corneal edema at the incision site making it difficult to see the capsule. The lens was stable and the incisions sealed well. The surgeon did not reenter the eye as he didn't think it was a tear. The patient was seen at his office 4 hours later where it was determined to the patient experienced an anterior capsule tear. The surgeon suspects it may have happened as he pushed the iol to the side during viscoelastic removal but he is unsure. The patient will be monitored closely. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The file shows that the surgeon indicated the tear may have happened as he pushed the iol to the side during visco removal. It is unk if the lens model used was an approved model/ diopter for use with the associated products. Not enough info was provided from the account for further investigation. (B)(4).